Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 82, 140, & 176 mg/dl when all tests were performed 5 minutes apart on the advantage system. No actions were reported taken or treatment received. The suspect product was not returned to the manufacturer for evaluation.